Event description:
The email received for (B)(4) study indicated that two hundred six days post index procedure, the patient was admitted to hospital with an acute myocardial infarction. The information states that the patient underwent deployment of three drug eluting stents to the mid lad, the proximal lad, and the third obtuse marginal branch in (B)(6) 2010. On (B)(6) 2010, the patient was admitted to the hospital with an acute myocardial infarction. The patient was brought to the catheterization lab for a possible infarct angina. Coronary angiography revealed 20-30% diameter stenosis in the previously stented mid lad, and a 30% native lesion in the lad. The groove circumflex has a 60% stenosis and there was 100% stenosis in the transition to the previously stented big obtuse marginal branch. There was minimal flow distally. The right coronary artery revealed a 70-80% diameter stenosis in the mid vessel, and 40-50% diameter stenosis in the transition of the mid to distal rca. The circumflex marginal lesion was treated with balloon angioplasty, and two overlapping drug eluting stents were deployed to the previously placed stent. The rca was also treated with balloon angioplasty and deployment of two drug eluting stents. The acute mi event was reported as resolved on (B)(6) 2010 and the patient was discharged from the hospital.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 3003742446-2010-00484, 3003742446-2010-00485, and 3003742446-2010-00486

Manufacturer narrative:
It was reported via (B)(4), that (B)(6) days post index treatment with implantation of three cypher stents, the patient was admitted to hospital with an acute myocardial infarction and restenosis. Additionally the information received with follow-up investigation reported an edge dissection during ballooning of the previously stented area in the obtuse marginal. The indication for the index procedure for this (B)(6) male was stable angina. Previous medical history included diabetes mellitus, hypertension, previous pci, and history of stomach cancer. It was reported that at index procedure a total of three cypher stents were implanted. Post stent deployment residual stenosis was 0% with timi iii. Antiplatelet therapy included a peri-procedural loading dose of 600 mg clopidogrel with daily clopidogrel 75 mg and aspirin 325 mg started the next day. The target sites were the mid lad and the proximal lad with placement of two overlapping cypher stents ((B)(4) / lot 15093794 and (B)(4) / lot unk), and the third obtuse marginal branch with placement of one cypher stent ((B)(4) /15089651). Approximately (B)(6) months later, the patient was admitted to the hospital with an acute myocardial infarction. The patient was brought to the catheterization lab for a possible infarct angina. Coronary angiography revealed 20-30% diameter stenosis in the previously stented mid lad, and a 30% native lesion in the lad. The groove circumflex had a 60% stenosis and there was 100% stenosis in the transition to the previously stented big obtuse marginal branch. There was minimal flow distally. The right coronary artery revealed a 70-80% diameter stenosis in the mid vessel, and 40-50% diameter stenosis in the transition of the mid to distal rca. The circumflex marginal lesion was treated with balloon angioplasty. During balloon dilation distal to the cypher stent there was a little edge dissection. Two overlapping drug eluting stents were deployed to the previously placed stent. The rca was also treated with balloon angioplasty and deployment of two drug eluting stents. The acute mi event was reported as resolved two days later and the patient was discharged from the hospital. In the opinion of the investigator the acute mi was moderate in intensity, possibly related to the study drug, unlikely related to the study device and unlikely related to the index procedure. This event was further adjudicated and was reported as considered possibly related to the drug; with report that diminished effect due to natural variation in drug metabolism may predispose to cardiovascular events, stated in the IFU. It was further reported that the event was considered possibly related to the study device; possible stent thrombosis, restenosis, both mention in the IFU. The stents remain implanted and therefore are not available for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis and myocardial infarction are known potential adverse events associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation and balloon dilatation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Although based on the available information no definitive conclusion can be made, patient factors, possibly vessel/lesion characteristics, progression of disease, and pharmacological factors may have contributed to the reported events. There is no evidence to suggest there were any manufacturing issues that contributed to the reported events; therefore, no corrective actions will be taken at this time. Please note the result of (B)(4) has been added to the medwatch to capture the dissection.

Manufacturer narrative:
Additional information received states that during the repeat visit on (B)(6) 2010, the patient returned with symptoms of chest pain radiating to the left arm. The catherization report confirmed the presence of a 60% diameter stenosis in the circumflex and 100% stenosis in the transition to the previously stented obtuse marginal. The right coronary artery revealed a 70-80% diameter stenosis over a long portion of the vessel and then a 40-50% stenosis at the transition between the mid and distal right coronary artery. The circumflex was stented with two overlapping stents to cover the stenosis and a dissection. Similarly, two overlapping stents were deployed to the rca. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 3003742446-2010-00484, 3003742446-2010-00485, and 3003742446-2010-00486.